Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as pca 28id 10 degree hood insert.the 28mm +5mm femoral head, cat# 6284-0-228, lot# unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Surgeon would not provide the reason for the revision.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : not returned to the manufacturer.

Event description:
Head and liner swap. Surgeon would not provide the reason for the revision.

Manufacturer narrative:
An event regarding a revision, etiology unknown, involving an unknown liner was reported. The event was not confirmed. Device evaluation and results not performed as no device was returned. No patient medical records were available for review. Device history review not performed as the device was not properly identified. The exact cause of the event could not be determined because a lack of information. Further information is needed. No further investigation for this event is possible at this time.

Event description:
Head and liner swap. Surgeon would not provide the reason for the revision.